Event description:
The customer reported that they inadvertently performed indirect antiglobulin testing on 40 patient samples with mts buffered gel cards instead of anti-igg cards. Upon instruction from ocd; the customer re-tested all of the patient samples with mts ant-igg gel cards. The customer reported that one of the 40 patient samples reacted positive for antibody upon re-test. The customer stated no transfusion reactions were reported and at this point, they were unsure if any patient had received a transfusion. Product labeling clearly indicates that mts buffered gel cards are intended for use with the a/b/o serum grouping as well as direct agglutination i.e. Cold and warm antibody detection with enzyme treated cells. Mts buffered gel cards are not intended for use with indirect antiglobulin testing.

Manufacturer narrative:
Mts buffered gel cards are not intended for use with indirect antiglobulin testing. The user self-identified the issue, contacted ocd and all testing was repeated. A definitive root cause was determined. Incident occurred as a result of user error. Product labeling clearly indicates which tests are appropriate for use with mts buffered gel cards.